Event description:
Pt rec'd a 3.0mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad during index procedure. Stent implant was successful; however, it was reported that the pt was re-hospitalized due to an mi approx 5 months post implant of the relevant stent. Relation between the reported events and the relevant stent or procedure was not assessed. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (mi).

Manufacturer narrative:
(B)(4).

Event description:
Approximately six months post index procedure, the patient was re-hospitalized. Reason for re-hospitalization: restenosis. CABG of target lesion was performed. CABG was successful. The investigator indicated that the reported CABG was definitely related to the study device.